Manufacturer narrative:
Investigation summary: no sample was received. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can¿t be determined as no samples were received. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. This is the 2nd complaint for lot # 9148980 for this type of defect or symptom. Previous complaint (B)(4).

Event description:
It was reported that the plunger was difficult to move and was unable to draw medication with a bd precisionglide¿ needle. This occurred on 4 separate occasions during use. The following information was provided by the initial reporter: (1 of 2 complaints) it was reported difficulty drawing up medication when he is able to draw medication, cannot dispense it, difficulty pushing on plunger rod.